Event description:
Failure to osseointegrate. (B)(6) 2026 16:10:24 cet (B)(6) phone +. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Report number: mw5188274.